Event description:
It was reported by service report that the head left outer siderail panel was cracked from the controls to the bottom of the panel with an exposed sharp edge. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: head left outer siderail panel was cracked with exposed sharp edges.